Event description:
During a circumcision, the circumcision clamp slipped requiring six sutures to the infant's penis. The hosp reported it to co's sales representative, who was able to view the device on 12/21/00.